Event description:
On (B)(6) 2026, patient received valve placement and experienced a pneumothorax. Chest tube was placed on (B)(6) 2026. Investigation is ongoing.

Event description:
On (B)(6) 2026, patient received valve placement. Later that day, the patient reported shortness of breath and right-side chest pain. A chest x-ray confirmed a pneumothorax. A chest tube was placed on (B)(6) 2026. Patient was released from the hospital on (B)(6) 2026. The chest tube was removed on (B)(6) 2026, the resolution date of the event.